Manufacturer narrative:
(B)(4). The customer provided photos of the defect. The stretching/ballooning of the distal extension line is pictured in the photos. The customer also returned one 2-l catheter for analysis. Definite signs of use were observed inside the catheter. Visual analysis of the distal extension line confirmed the line was stretched. There was a clear transition point in the extension line where the line began to stretch and balloon. The damage is consistent with the line being over-pressurized. However, the customer stated they used an injection rate of 3.5ml/sec which is within the specification of 5ml/sec for a 5fr x 50cm 2-l catheter. The total length of the catheter body measured 20", which is within specifications of 19 1/2" - 20" per catheter product drawing. The inner diameter of the distal extension line at the undamaged portion measured 0.059", which is within specifications of 0.055-0.059" per distal extrusion graphic. The outer diameter of the distal extension line at the undamaged portion measured 0.0943", which is within specifications of 0.093-0.097" per distal extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The extension lines were flushed and the proximal line flushed as intended. The distal extension line was found to be blocked when attempting to flush with a lab inventory syringe. A lab inventory wire was able to pass through the distal line and cleared small amounts of biological material. The catheter was severed at the location of the blockage, and congealed blood was observed within the distal lumen. The build-up of biological material within the extension line likely contributed to the extension line stretching/ballooning. A manual tug test confirmed the distal and proximal lines were secure to their luer hubs. A device history record review was performed, and potentially relevant findings were identified. A non-conformance was initiated for material c-15802-021d with batch 13c20e1944 regarding an extension line leak during use. Two non-conformances were initiated for material c-15802-018a for batches 13c21f0239 , 13c21d0882, 13c21f0241, and 13c21f0240 regarding an extension line leak during use. This was determined to be unrelated to the failure mode reported by the customer as no leak was observed with the returned catheter. The IFU provided with this kit warns the user. "Open clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The IFU also states, "se only lumen(s) labeled "pressure injectable" for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information." The customer complaint of a stretched/ballooned extension line was confirmed by a visual inspection of the returned sample. Visual analysis revealed that the distal extension line had stretched/ballooned. During functional testing, a blockage was encountered when flushing the distal lumen; however, it was determined that the blockage was biological material. Despite this, the catheter passed all relevant dimensional and functional testing. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 27sept2022 , the clear portion of the pink catheter lumen had an almost melted appearance. The lumen was dilated significantly and stretched, causing the walls to become thin, soft, and collapsed. This occurred during a pressure injection of contrast. The catheter was patent and had no abnormalities prior to CT. The injection rate was 3.5ml/sec. The contrast administered was ultravist 350 and is compatible with piccs. The PICC line was removed. The current patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported on (B)(6) 2022 , the clear portion of the pink catheter lumen had an almost melted appearance. The lumen was dilated significantly and stretched, causing the walls to become thin, soft, and collapsed. This occurred during a pressure injection of contrast. The catheter was patent and had no abnormalities prior to CT. The injection rate was 3.5ml/sec. The contrast administered was ultravist 350 and is compatible with piccs. The PICC line was removed. The current patient's condition was reported as fine.